Event description:
Subsequent to the initial medwatch report, the following additional information was received. Hemostasis was achieved with one proglide device.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps/instructions: per instructions for use (IFU) it states that for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In the IFU it states that the safety and effectiveness of proglide have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. The device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and performance verification on the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of the proglide sutures were attempted in the moderately calcified right common femoral artery using the preclose technique prior to a endovascular aortic repair (evar). The arteriotomy was 6fr sheath during the evar procedure the sheath was upsized to a 16fr sheath. Reportedly, the foot plate would not retract back into the introducer when the lever was pulled back down, damaging the artery. An extra proglide was inserted at the end of the evar procedure to achieve hemostasis with good result. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.